Manufacturer narrative:
The device was discarded by hospital, unavailable for investigation. The product was not returned and the root cause could not be determined for this device. A CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations. Unable to perform a DHR as lot number is unknown. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that the endoclamp aortic catheter attributed to an aortic dissection. The md communicated he has done approximately 1000 cases with the endoclamp and is very vigilant about dissections. He stated to have gotten a pre-operative CT scan to evaluate the vascular anatomy of this patient. He also stated "I pay a lot of attention to pressures" during placement. He stated the patient is a very active (B)(6). There were no problems going on bypass and the patient had good vessels. He did state the patient had a steep aortic arch which created significant torque on the endoclamp during positioning. The balloon had normal inflation but when he was removing the slack, he lost visualization of the balloon. Once cardioplegia was initiated, the systemic pressure dropped dramatically at the same time the line pressure rose. The flow was adequate. Suspecting an injury, they obtained tee, which did not demonstrate an injury. They then stopped cardioplegia, deflated the balloon and then were able to see the dissection in the ascending aorta. They then converted the procedure and had to perform a complex repair of the dissection. The md theorized that due to the patients anatomy, the balloon may have "watermelon seeded" distally. He "doesn't believe the balloon caused the dissection." It may have been that after the balloon migrated, the orientation of the cardioplegia jet may have changed, causing the injury. As stated earlier, the problems began upon the initiation of cardioplegia. The patient remains critically ill on the ventilator in the ICU, but is making slow progress. He appears neurologically intact.